Event description:
It was reported that the seal on the unspecified bd micro-fine¿ 6mm pen needle was broken. The following information was provided by the initial reporter: "stated, when she purchased the box on (B)(6) 2022, the seal was broken".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the seal on the unspecified bd micro-fine¿ 6mm pen needle was broken. The following information was provided by the initial reporter: "stated, when she purchased the box on september 4th, 2022, the seal was broken"